Event description:
It was reported via repair work order that the load wheel caster horns were bent which will effect loading and unloading from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.